Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, bone overheating is suggested because we have no control over the cutting power of the drills used and about the quality of the irrigation during the surgical procedure. Additionally, he device 109.604 does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4)¿ the dentist reported that 5 months and 9 days after the dental implant was installed in intraoral region 30#, its non- osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type iii.